Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-3). Daughter is calling on behalf of the customer. The customer is concerned with test results from (meter to meter comparison / results obtained / meter memory) of (results) mg/dl. Results obtained of hi non-fasting. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The customer's test strips are expired: manufacturer¿s expiration date is 07/25/2025. The customer did have another vial of test strips that had been stored and handled correctly: lot zd6088s. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter (internal report reference (B)(4). The meter memory was not reviewed for previous test result history.